Event description:
A customer reported receiving a reading of 124 mg/dl on her meter and experiencing symptoms of weakness, sweatiness and impaired vision. The paramedics were called and reportedly obtained a blood glucose reading of 30 mg/dl. The customer also reported she was treated with an unk medication and food, and then transported to a hosp where she was diagnosed with severe hypoglycemia and treated with glucose and a concentrate of sugar and water to drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.